Event description:
Heli-fx endoanchors were implanted due to concern for late failure in an endurant stent graft during the endovascular treatment of a 60mm abdominal aortic aneurysm. A talent stent graft and occluder plug was also implanted. It was reported during the index procedure the patient suffered bleeding and was anemic. Treatment was given and the patient recovered. It was reported approximately 5 weeks post the index procedure, wound dehiscence occurred. Local wound care was given and the dehiscence resolved. The site assessed the blood loss and wound dehiscence as related to the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.